Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance, and encountered a conductor fracture. The rv lead was capped, replaced, and remains in the patient. No patient complications have been reported as a result of this event. This patient is a participant of the system longevity study.